Manufacturer narrative:
The device was returned for analysis. The reported difficulty removing the device from the anatomy and unintended motion could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The prostyle device was removed with force. It should be noted that the electronic prostyle instructions for use (eifu), states: do not advance or withdraw the preclose prostyle device against resistance until the cause of that resistance has been determined. In this case, based on the reported information, the use of force was circumstantial due to the difficulties experienced during removal. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using three prostyle devices after an electrophysiology procedure using a 7f sheath. The first and second prostyle devices were used successfully at different access sites. Reportedly, when the third prostyle device was advanced and removed several times to confirm whether the device was inside the vein, resistance was felt and the device could not be removed from the anatomy. The device was removed forcibly. Even though the foot was not deployed, the foot was noted to be caught on the anatomy. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017- improper or incorrect procedure or method clarifier failure to follow steps / instructions was added to capture removal of the device against resistance.